Event description:
It was reported by the customer's mother that the customer had a keypad anomaly and a scroll wrap safety notice. Customer's mother is very concerned since her daughter is 7 years old now and is learning how to use the pump on her own while at school. Customer's mother mentioned that she was attempting to change her daughter's basal rates at the doctor's office, but she was experiencing keypad issues. Customer's mother was trying to program her daughter's basal rates, but the numbers on the screen kept skipping up. It was found that the customer fell at school on the concrete while wearing the pump last month. During troubleshooting, customer's mother stated that she smelled insulin in the reservoir camber. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump's operating currents within specification. No unexpected low battery alarms noted. All buttons responding properly. However, moisture damage was found at keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)